Event description:
Patient brought to ep [electrophysiology] lab for afib [atrial fibrillation] ablation. During the case, it was noted that the ablation catheter sphere 9 was not showing the image on the affera mapping system. The catheter was removed, and no damage was noted. A new catheter was introduced and case completed without incident. Medtronic rep present at time of service, name unknown.